Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. The patient's right atrial (ra) lead had both atrial undersensing and atrial oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.